Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a device failed to attach. The vacuum source and the vacuum pressure before the procedure was 550 mmhg. Lubricant was used to facilitate placement of the capsule but it is not known if any lubricant got into the capsule chamber. The patient did not suffer from any adverse event during the procedure. The delivery system and the capsule will be returned. There was no harm caused to the patient and no intervention required. There was nothing unusual about the patient or the procedure itself that may have led to this event. An endoscopy has been performed prior to the procedure and the esophagus appeared to be normal. This user has been doing this procedure for 5 years.

Manufacturer narrative:
Device evaluation: the delivery system and capsule were returned for evaluation. Visual inspection revealed that the plunger was rotated more than 1/8 of a turn, causing the capsule not to detach. The IFU for this device states, do not rotate or otherwise force the plunger beyond the white line on the barrel. Rotating or forcing the plunger beyond this may result in possible damage to the delivery device. This may also interfere with the detachment of the capsule from the delivery device, and cause possible injury to the patient. This was determined to be a user error. If information is provided in the future, a supplemental report will be issued.